Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the procedure, the left ventricular lead connector pin broke. The lead was not used and replaced. The patient's condition post procedure was stable.